Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was received and evaluated by the baxter product analysis laboratory (pal). A review of the devices logs revealed no failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the home patient (hp) passing away. The device passed the homechoice rite (returned instrument test evaluation) electrical test but failed the homechoice rite functional test due to encountering a system error (se) 2270 (fail safe shutdown alarm). It was confirmed that the se 2270 alarm would not cause or contribute to the reported difficulty. The device passed accuracy confirmation and temperature verification and was found to be within specification. Per pal evaluation, no failure or malfunction was identified that could have caused or contributed to the home patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was unknown if the patient was hospitalized prior to death or if pd therapy was being performed. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.